Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. Device received with cracked reservoir tube lip, cracked battery tube threads, severely scratched lcd window and scratched reservoir tube window.

Event description:
It was reported that the up arrow button on the insulin pump was not responding. Blood glucose value is 147 mg/dl. Nothing further reported.